Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the implantable cardioverter defibrillator (ICD) "was no good." Additional information was requested, but is unknown.